Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The 3.5x23mm xience prime stent listed is filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior coronary artery that was mildly calcified and mildly calcified. Post implant of the 3.5x23mm xience prime stent, a distal dissection was noted. A 3.5x12mm xience v was implanted as treatment for the dissection, but another dissection was observed, so a 3.0x12mm xience v was implanted as treatment. There was no adverse patient sequela. No additional information was provided.